Event description:
The cement set prematurely. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: no units from the complaint lot in question were returned for evaluation, and the lot code for the units was not provided. Therefore, the complaint can not be substantiated. However, it is likely that this event is attributed to factors external to the product such as the enviromental conditions of the or at the time of mixing.